Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 32 to 50 mg/dl. Customer spoke with their doctor about different settings. Customer's call was lost and unable to continue troubleshooting. Troubleshooting called customer back and left voice mail message. No further details given.